Manufacturer narrative:
Based on the claim against the product by the customer noting the fragments from the prograsp forceps fell inside the patient, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure the prograsp forceps broke inside of the patient. The prograsp forceps instrument was carefully taken out of trocar. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated that the prograsp forceps fell inside of the patient during a hysterectomy-malignant procedure. All fragments were retrieved and it was unknown how the fragment were retrieved. It was confirmed the patient did not experience harm or injury. There was no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed the instrument was removed but unknown if it was prior to a breakage. It was unknown if the wrist was straightened or any resistance felts upon removal of the instrument through the cannula. It was unknown if there was damage to the cannula after the event occurred. It was unknown if there were damages to the instrument after the event occurred. The instrument was inspected prior to usage and they did not notice any damages. It was unknown of the surgical task was being performed when the device fragment fell inside of the patient. It was unknown of what the surgeon believed was the cause of the instrument to fall inside of the patient. It was unknown of how long the instrument was in used prior to the issue. It was unknown if the surgeon noticed any issues with the functionality of the instrument during the surgical procedure. It was unknown if the instrument collided with other instruments or other hand material during the surgical procedure. It was confirmed there was no procedure delays, and the surgeon used another prograsp forceps to complete the procedure. Ports were placed.